Manufacturer narrative:
H3 (removed the following statement: anticipated but not begun), h10 (removed the following statement: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.). H3 (removed the following statement: anticipated but not begun), h10 (removed the following statement: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump touchscreen was cracked and unresponsive. The customer¿s blood glucose was 194 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.